Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (BG) level was 500 mg/dL. The customer addressed BG with a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.